Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: imaging evaluation: the clinical images provided confirm the reported proximal type I endoleak. After the reported chimney technique, contrast is present in the imaging showing a slight endoleak near the right renal artery. H6: code d1102: use of aortic extender device in an application with a chimney graft is not indicated in the instructions for use (IFU) of gore® excluder® aaa endoprosthesis. Literature title: a case of additional embolization via a perigraft approach to the stent graft limb for persistent type ia endoleak after proximal extension following evar source: the 54th annual meeting of japanese society for vascular surgery w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following conference presentation was reviewed: title: a case of additional embolization via a perigraft approach to the stent graft limb for persistent type ia endoleak after proximal extension following evar author: hiroaki tamai source: the 54th annual meeting of japanese society for vascular surgery. This is a case report of additional treatment for type ia endoleak (el) following endovascular aortic repair (evar). After the initial evar (device unknown), type ia el was noted. To treat this, an aortic extender of gore® excluder® aaa endoprosthesis was additionally implanted with a chimney technique for the left renal artery. Thereafter, the type ia el recurred. An aortic extension of endurant stent graft was additionally implanted just distal the right renal artery, and coil embolization was performed via a perigraft approach around the stent graft limb.